Manufacturer narrative:
The gluc3 reagent lot number and expiration date were not provided. Qc was acceptable on the day of the event. On 19-jan-2024, preventive maintenance was performed and the gear pump head was replaced. A general reagent issue can be excluded as a correct rerun was performed with the same reagent. The field service engineer (fse) found 2 leaky vacuum tubes in the cell rinse. He replaced the vacuum tubes. The fse also replaced the degasser and adjusted the gear pump pressure value. The fse did a performance check and the instrument was performing within the specifications. The cause was related to a maintenance issue. The service actions (replacing the vacuum tubes in the cell rinse) resolved the issue.

Event description:
We received an allegation about discrepant results for an unspecified number of patient samples tested with different assays on a cobas 8000 c702 analyzer. Discrepant results for 1 patient serum sample tested with glucose (gluc3) assay were provided. Initial result: 28.2 mg/dl. Repeat result: 65.7 mg/dl. The repeat result was deemed to be correct.